Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was discovered that the right atrial lead exhibited high pacing impedance. No intervention was performed. There were no patient consequences.